Manufacturer narrative:
Device manufacturing date is unavailable. On 02/05/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site stealth coordinator/registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, instruments were tracking intermittently. Noted was that when they navigate the quadcut blade or the suction, the crosshairs flicker between red and green. In trouble-shooting, both instruments were found to flicker throughout the entire field, however, the quadcut flickered more than the suction. The patient tracker remains green the entire time, no intermittent behavior. Checked interference values and found the quadcut ranged form 4.9 to 6.0. Site stated there was no metal in the field. The surgeon was able to intermittently navigate the instruments and did not want to troubleshoot further. The surgeon opted to continue the surgery with this knowledge. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided.